Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure to treat a target lesion in the mid right coronary artery. The 3.0 x 20 mm trek dilatation catheter was advanced through a 6 french non-abbott guide catheter and fully inflated at the target lesion to 20 atmospheres for 12 seconds. The balloon was fully deflated and the dilatation catheter was removed; however, resistance was noted with the guide catheter. After multiple attempts, the dilatation catheter and guide catheter were removed as a single unit. Once the guide catheter and dilatation catheter were outside the patient anatomy, the trek was removed with force from the guide catheter. The trek was tested and it was unable to inflate. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue and difficult to remove could not be replicated/tested in a testing environment due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty to remove; however, the reported inflation issue appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The coronary dilatation catheters (cdc) trek rx global instructions for use (IFU) states: caution: balloon pressure should not exceed the rbp of 14 atmospheres; therefore, rbp was exceeded. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.